Manufacturer narrative:
E1: reporting institution phone (B)(6). E1: reporter phone #(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue x3 indicating the speaker assembly is faulty. The device was not in use on patient at time of event, there was no adverse event reported.

Event description:
Philips received a complaint on the intellivue x3 indicating the speaker assembly is faulty. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and he was informed about the loudspeaker impedance measurement. It was also pointed out that the error is reset by a cold start from service mode. The customer was provided information about a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.